Event description:
It was reported that the patient underwent a surgical procedure in which only and inflatable penile prosthesis (ipp) accessory kit was used. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced reservoir herniation. During the procedure, the physician relocated the reservoir back to the proper location. No device was explanted during the surgery. No more information available at the moment. Should additional information become available, it will be provided.